Event description:
Additional information was received that the patient's ipg was explanted. The patient was recovering well postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was admitted to the hospital due to a battery site infection. The patient was prescribed antibiotics and cultures were negative for infection. The patient has been release from the hospital and is to follow-up with physician as the next course of action.

Manufacturer narrative:
It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.